Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2006 along with the concurrent procedures lavh and bso due to menometrorrhagia, pelvic pain and fecal incontinence. Patient underwent removal of mesh on (B)(6) 2013 due to erosion and pain.

Manufacturer narrative:
It as reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent repair of posterior wall mesh extrusion, posterior repair, anterior repair and cystoscopy due to vaginal pain, vaginal mesh extrusion (posterior), dyspareunia, cystocele and rectocele on (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.